Event description:
The clinician reports the implant was inserted (B)(6) 2021 in ada 5. On 2022-01-21, non-osseointegration was verified. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis and mobility. No further patient complications were reported.